Event description:
During a post surgical check-up, the pt reported that a burn had appeared on his forearm. It did not appear until after he had returned home following the surgery. The burn was described as a third degree burn, about the size of a quarter on the inside forearm. The burn was treated with silvadene and healed normally. No add'l intervention or follow-up was required.